Event description:
It was reported a 9f fast-cash hemostasis introducer, 12cm was placed in the subclavian vein and into the superior venacava. The status post CABG patient had a swan ganz catheter in the 9f introducer coupled with a 60cm repositioning sleeve and it was with the removal of the swan ganz catheter from the sheath valve and into the repositioning sleeve that the patient coughed and developed a pulmonary embolism; this was confirmed by CT. The patient was in a sitting position when the incident occurred. The sidearem of the introducer was connected to intravenous therapy and was used for delivering medications throughout the surgery. The physician stated the air entered the patient via the introducer sheath valve. The patient stopped breathing and was placed on a respirator, but improved to a stable and normal status. The stopcock on the sidearm was closed and the sheath was flushed prior to insertion.